Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/25/2021. Additional information: h3 evaluation: man--failure mode reported by customer could be related to ¿plates don¿t close properly¿ which according to pfmea 034-fba-fmea-303 can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. The strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials- locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and sample evaluation, the reported defect by the customer could not be observed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2021. Additional information: h4, h6 component code: g07002 device not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been received. If further details are received at a later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown dental and oral surgery on an unknown date and a reservoir was used. Two hours after locking the reservoir, it had been unlocked. Further details are not provided. There were no adverse consequences to the patient.